Event description:
String came unattached [device breakage], been to 2 ER's they can't find but I can feel it in me [foreign body in reproductive tract]. Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 41-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as a long-term user for over 15 years), the consumer started the use of playtex sport plastic, unscented. On an unspecified date, after inserting the product, when the consumer tried to remove the tampon, the string came unattached. Subsequently, she went to the two ER's (emergency room) in which they couldn't find but she could feel it in her. When she asked for an MRI (magnetic resonance imaging) they informed that won't help. However, the consumer was scared of developing tss (toxic shock syndrome). As of (B)(6) 2024, the status of product use was not reported. No additional information was provided.